Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently could not be charged past a certain battery percentage. Customer¿s blood glucose was not impacted as the customer was not using the pump for insulin therapy at the time of the issue. The customer reverted to an alternate method of insulin therapy.